Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 09/17/2025, the user reported that the ilet device would not unlock, though the touchscreen responded to alerts and blood glucose display icons. The user installed a firmware update per technical support guidance, after which the device functioned normally with no interruption to insulin delivery or adverse health effects.